Manufacturer narrative:
Sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Patient is (B)(6) old ex premie needing PICC for extended antibiotic and lovenox therapy. PICC insertion on (B)(6) 2021 and removed on (B)(6) 2021 when blood backing up into catheter noted-upon flushing, hole noted. The PICC leaking between hub and securement disc. New PICC placed. (B)(6) 2021 @ 1534 - per ellyn, the hospital risk management instructed her to hold onto the product and not return to argon.